Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device ¿ 1 day. Device evaluation: the report of a driveline power fault alarm was confirmed and reproduced during testing of the returned system controller. A data log file retrieved from the returned system controller contained 155 events dated (B)(6) 2017. However, the exact length of the log file could not be conclusively determined due to the system controller's clock not being set. The log file captured the system controller being connected to power and then a driveline. When the driveline was connected, the system controller supported the pump at the set speed of 3000 rpm. The driveline and external power were then disconnected and the system controller was powered down. When the system controller was reconnected to external power, it alarmed with a controller fault alarm. Once the driveline was connected, the log file captured an active driveline power fault alarm associated with an open/damaged fuse, consistent with the reported information. Visual inspection of the returned system controller revealed a small burn mark on pin 1 of the driveline connector. The returned system controller was connected to test equipment and a damaged fuse was observed during preliminary testing. The damaged fuse did not affect the system controller¿s ability to support the system. The fuse was replaced and the system controller was reassembled to continue testing. After being reassembled, the system controller started and operated the pump without issue. The data captured in the log file, the burn mark on the driveline connector, and the damaged fuse indicate that the driveline was incorrectly inserted into the system controller by 180 degrees causing the reported driveline power fault alarms. Similar incidences of driveline power fault alarms and a compromised fuse within the system controller¿s printed circuit board (pcb) due to incorrect connection of the driveline have been identified. A corrective and preventative action has been initiated by the manufacturer to investigate the issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the investigation of the return system controller, the system controller alarmed with controller fault/driveline power fault alarm upon being connected to test equipment and a damaged fuse was observed along with a small burn mark on pin 1 of the driveline/bulkhead connector. The data captured in the log file, the burn mark on the driveline connector, and the damaged fuse indicate that the driveline was incorrectly inserted into the controller by 180 degrees causing the reported driveline power fault alarms.